Event description:
Additional information received reported the cause of the event per the healthcare provider (hcp) was pump inversion (flipping). The catheter dye study was attempted but not successful, and the patient was referred to a surgical hcp for revision. The signs and symptoms as a result of the event were reported as increased pain and 'residual volume' at the last refill. The patient had not been hospitalized, and the outcome was reported as severely increased pain. Event outcome was not yet reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patients pump was flipped. It was indicated that the patient had begun having a lot of pain. It was stated that during pump replacement the pump was anchored securely, however, at refill on (B)(6) 2012, it was realized that the pump was flipped and they were unable to fill it. It was noted that the physician was trying to do a dye study because there were inconsistencies with the amount of medication that was being pulled out during previous refills. It was stated that there was medication in the pump and the next refill date was scheduled for (B)(6) 2012. The outcome of the patient was not provided. The drug delivered via pump was fentanyl, hydromorphone, bupivacaine, baclofen, and morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).